Event description:
It was reported that the patient sustained a fall and blow to the head on the implant side on (B)(6) 2014. The patient tried to use the processor immediately after the fall; however, there was no access to sound. He was advised by his surgeon to not use the audio processor until he was seen by the audiologist and surgeon. The patient was seen on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.